Event description:
It was reported that, during a navio ukr procedure, when the surgeon went to bur, the bur would not spin or come out of the guard: the anspach drill was locked in. They opened the handpiece clamshell and checked the gears were moving freely, unseated the long attachment and the bur, reseated them and went back to recalibrate, but the handpiece would not home. It is unknown whether which device caused the problem. The surgery was changed to manual procedure with a delay of fewer than 30 minutes. No other complication were reported.

Manufacturer narrative:
H3, h6: the navio handpiece, pfsr110137, (B)(6) intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. The burr would move by hand but would not move during the handpiece test. Additionally, the calibration produced the error message; "the calibration error is above threshold". The most likely cause of this event is mechanical failure related to wear and tear. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The surgical technique guide provides guidelines for recovering to a fully manual procedure in the ¿recovery procedure guidelines¿. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Per complaint details, the device malfunctioned during the ukr procedure and did not resolve with troubleshooting. Per field report, the surgeon abandoned the navio and changed to a conventional procedure with a delay of fewer than 30 minutes with no patient injury. The product evaluation reported the ¿problem was not confirmed¿. Reportedly, the surgeon was satisfied with the surgical outcome, no additional interventions were required, and no patient harm resulted. It was communicated that the patient is currently healthy; therefore, patient impact beyond the reported use of the manual instrumentation to conclude the procedure would not be anticipated as per the complaint and field report, no patient injury resulted from the conventional procedure or the 0-30-minute surgical delay and the patient is ¿healthy¿. No further medical assessment is warranted at this time. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.